Event description:
Pt received two j&j hips in 1994. In 1998; the pt had a large cyst removed from right side and dr found poly fragments. In 1999: both hips were revised. Pt requests a letter. Pt is in good health.